Event description:
It has been reported to philips that the system did not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was performed when the issue happened. The procedure was delayed and completed by moving the patient to another room. Philips field service engineer (fse) that the system did not emit x-ray. After reviewing log, fse found that issue with image disc drive database. Upon troubleshooting, fse identified that generator has error 02 hp indicating temperature sensor defective in converter. To resolve the problem, fse replaced the converters and return the part for further analysis, but no failure found. The issue re occurred and the field service engineer (fse) replaced the defective components. After replacing the converter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.